Event description:
Ohio medical received customer complaint for portable suction device on march 31, 2016 stating "burn spot on board". Device was received by manufacturer on 4/13/2016, it was noted on 4/19/2016 that board (power supply) did in fact exhibit damage. Upon further evaluation, it was noted that device was contaminated by fluid ingress. It is suspected that fluid came into contact with power supply component, causing the burn/ damage. Ohio medical service manual states the following: page 5, processing & cleaning section 2. "Do not allow any cleaning solution to spill into the vents on the unit." And page 7 d) warning: decontamination 4.b. "Items that must be replaced if exposed to fluids and contaminates: tubing, control circuit, power supply, pump, switch."